Event description:
Reported via literature article: it was reported that serious injuries occurred. The article followed 45 patients at a single center who had previously undergone laa closure with a watchman or watchman flx device between 2015 to 2022, and some patients had residual peri-device leaks (pdl) identified on follow up imaging. The following serious injuries occurred after the pdl's were identified: cerebral vascular accident (cva) that was ischemic in nature prior to pdl closure intervention, pericardial effusion (pe) requiring intervention during the pdl closure procedure. During the pdl closure procedure, affected patients required intervention using non-boston scientific (bsc) endovascular coils, plug devices, or a combination of both.

Manufacturer narrative:
Literature citation: paurush, a. Et al. (2023). Managing peri-device leaks after left atrial appendage closure using endovascular coils and/or plugs. Heart rhythm. 20(5: s35. Https://doi.org/10.1016/j.hrthm.20. B3: literature publication date used as event date, as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.